Event description:
Anesthesiologist was inserting an IV with one way valve 18 gauge and connected to the IV fluids, with leaking of the IV fluids from the IV catheter. A new hub was able to be placed over to prevent a 2nd IV needle stick.